Event description:
It was reported that device runs on its own when the battery is connected during a case. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Through functional evaluation, disassembly and visual inspection. The device had run on due to non-stryker components affecting the operation of the device. The affected components were replaced along with other components not associated with the failure. Device was repaired and returned to the customer.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that device runs on its own when the battery is connected during a case. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.